Event description:
It was reported that pump displayed malfunction alarm code 12 with fault ID 12-0x2071, and issue recurred even after pump was reset. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, then arranged for pump replacement under warranty, planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it with a prepaid label, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.